Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer's blood glucose level was over 600 mg/dl. Customer was treated with insulin drip, insulin pen and insulin pump. Customer had blood glucose level of 524 and 273 mg/dl. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because when hospital attempted to release the customer with pump attached the blood glucose began to climb. Customer stated that the cannula was bent. The devices will not be returned for analysis.